Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event on the same day. Treatment was not reported. Four days later, the patient was discharged from the hospital. At the time of the report the peritonitis was resolving, the patient was recovering and dianeal therapy was ongoing. This is report 2 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd894709 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).